Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old asian male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella lp2.5. During support, the device caused symptoms of hemolysis, although no plasma-free hemoglobin draws were taken to confirm this. As treatment, 20 units of red blood cells were delivered and the device as removed. The patient remained in stable condition.